Event description:
A user facility reported to olympus that during an "overstitch" procedure, when using the olympus, model clv-180, evis exera ii xenon light source, the image was lost and a scope could not be removed from the patient. The intended procedure, an endoscopic sleeve gastroplasty, was completed using the same clv-180. As reported to olympus, the scope was removed from the patient "carefully." In addition, it was reported that the clv-180 did not recognize scopes, unexpected colors appeared on the screen and the front panel of the clv-180 was blinking. Due to the reported problems, a delay in procedure of 1 hour was reported to olympus; there was no adverse health effect to the patient that occurred, attributed to the delay. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not reproduced or confirmed. Additional evaluation findings are as follows: 1.) Front panel mouth noted damaged; 2.) Top cover and bottom chassis noted rusted; 3.) Worn scope socket with poor connection; 4.) Olympus lamp life meter at 500+ hours and lamp deemed beyond useful life; 5.) Charred fuse component on the ac inlet of the power supply noted, indicative of power supply failure; 6.) Stains noted on a lens component. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed, the front panel flashing, and the scope being undetected could not be identified, nor could the phenomena be confirmed/reproduced. Also, a definitive root cause of the faulty power supply could not be identified. Olympus will continue to monitor field performance for this device